Event description:
Ever since I had essure I have suffered from migraines, back pain, pelvic pain, heavy periods with blood clots and extreme cramps to the point that the cramps feel like labor pains, depression, anxiety, panic attacks, unexplained fatigue, hives on knees and face, also tooth loss. I have been diagnosed with pid, and endometriosis on (B)(6) 2013 and will be getting a hysterectomy in (B)(6) 2013 to get the essure coils out.